Manufacturer narrative:
Investigation summary : 1. Exec summary - no physical device samples were returned. No samples (including photos) were returned and without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months on this lot # 21105410. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 21105410 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd smartsite¿ extension set was blocked and did not allow saline to flow through during the flush. The following information was provided by the initial reporter: the customer is using bd nfc smartsite bi extension and unable to flush both the ports as during flushing one port is getting blocked.